Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level ranged between 30-328 mg/dl. Customer addressed bg level by ingesting oral pouches. Reportedly, the customer changed pump supplies to resolve issue and continued to use the pump for insulin therapy.